Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to verified the reported malfunction in the logs. The fse replaced the motor controller board and calibrated the motor rpm. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) had an electrical test fails #50. The circumstances under which this event occurred is unknown. However; no patient involvement or adverse event was reported.